Event description:
It was reported that the surgeon broke the medial cortical wall when advancing the screw for a small female patient and had to bail out with a longer 4.0 headless screw. The surgeon used the reamers, but not did not use the tap. The ap and lateral views looked ok for the guide wire and reamer. It looked like the correct diameter for the patient (4.5mm), but his first k-wire was out of the medullary canal medially and the screw just followed the same path. The surgeon said he was "fighting the patient's foot proximally". The rep indicated that the surgeon didn't have the "real estate" to bring his hands more medially.

Manufacturer narrative:
Although no death or serious injury was reported, the broken bone could lead to a serious injury.